Event description:
It was reported during a routine follow up that more than 1900 separate events of non-sustained lead noise were recorded. The events were determined to be due to oversensed atrial events (crosstalk) on the near field channel. Far field channel did not oversense the atrial events resulting in non-sustained lead noise trigger. Programming changes were made. The device remains implanted.